Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The j2 tab inside of the rear 1-wire therapy pad was not properly soldered. The cause for the failure was isolated to the improper solder was an assembly error. A corrective action was issued for this error. No adverse event resulted form the non-functional therapy pad.